Manufacturer narrative:
Analysis found that a complete lead was returned in one-piece measuring 85.6cm. The reported event of a ¿pinhole leak in the proximal end of the lead¿ was not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a defibrillator system implant. During the procedure, the left ventricular lead dislodged while the suture sleeve was sewn in. Several attempts were made for repositioning. The lead was then removed from the body, and once flushed with saline, the proximal end of the lead revealed a pinhole leak. The lead was not used, and another one was implanted instead. The patient was in stable condition.